Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The reservoir falls out. Customer's blood glucose level was not reported. The battery and reservoir compartment were cracked and pieces were chipped. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot. No chip on the reservoir compartment was noted. The test reservoir locked/clicked in place.